Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6 and h11. An olympus field service engineer was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high-definition lcd monitor had image loss. The issue was identified during an unspecified procedure. There were no reports of patient harm.